Manufacturer narrative:
The report of a red heart alarm and no pump running indicators being lit was confirmed. Upon connecting power to the returned system controller, the system controller did not enter charge mode and instead went right to run mode. The system controller alarmed with a red heart alarm and the green pump running indicators were not lit, consistent with the reported event. When the test pump driveline was connected to the system controller, the system began to operate and the alarms cleared. The system controller self test was initiated and the system controller passed. The system was able to continue operating as intended when supported by either power cable independently; however, when both power cables were disconnected from the power module, the pump stopped and the system controller shut down. The system controller was disconnected from the test pump driveline and the system controller¿s 11 volt lithium-ion backup battery (backup battery) cover was removed. The screws to the system controller¿s backup battery cover appeared to have been loosened prior to the system controller returning. Further evaluation of the battery and it¿s connections revealed that the backup battery was defective. When the backup battery was replaced with a test backup battery, the system controller operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that when circulatory support was making rounds in the hospital they heard a hazard alarm in the patient's room. When they walked into the room, they heard the audible red heart alarm and no pump running light. The patient was sitting up in a chair and was on a power module, was symptomatic and had nearly passed out. The system controller was exchanged with another system controller. After the system controller exchange, the patient became stable.